Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8110 error 354.6770. Account name: (B)(6). Account #: (B)(6). Asset name: 8110 syringe module v9.33.0 3rd. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had error 354.6770 on syringe 8110 sn (B)(4). Case resolution: I recommended (B)(6) to replace pressure sensor assy. (B)(6) will replace pressure sensor assy.